Manufacturer narrative:
There was no alleged malfunction of the device. The dealer admits to over filling the tire causing it to pop, resulting in a piece of the rim breaking off. The piece of rim hit the dealer resulting in a break to his hand. The dealer discarded the broken rim before an evaluation could be completed. A replacement tire and rim have been ordered and replaced. The manual contains the following warning: tire pressure: warning: do not use your wheelchair unless it has the proper tire pressure (p.s.I.). Do not over-inflate the tires. Failure to follow these recommendations may cause the tire to explode and cause bodily harm. The recommended tire pressure is listed on the side wall of the tire. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states his customer came in to have air added to his tires, and the tube burst which caused the outer rim of the tire to be expelled from the wheel and hit the dealer in the hand and he broke his hand. He states he had to have it put in a cast.